Event description:
It was reported while using the bd venflon¿ pro safety, that the tubing was damaged. The following information was provided by the initial reporter: verbatim: when about to place canula in patient elbow area, nurse is perforating skin and vein, but are unable to push canula further into vein, it stops. She observes the plastic tubing is damaged, and it is not possible to insert further into patient vein. This happens without the needle being moved out of the tubing during use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-jun-2023. H6: investigation summary: our quality engineer inspected the 1 used sample submitted for evaluation. The reported issues of threading difficult and peelback were confirmed upon inspection of the sample. The sample was returned without the protection tube and the needle was exposed in the unit packaging. It was also determined that the returned batch 9325457 was past its expiration date of 30-nov-22. Analysis of the sample showed that partial catheter peel off was observed at the catheter tip, but the rest of the catheter was within specifications. Since the product was returned in a used state, we were unable to determine a manufacturing related root cause. There is a possibility the damages occurred during product application, but that root cause cannot be confirmed. Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10

Event description:
It was reported while using the bd venflon¿ pro safety, that the tubing was damaged. The following information was provided by the initial reporter: verbatim: when about to place canula in patient elbow area, nurse is perforating skin and vein, but are unable to push canula further into vein, it stops. She observes the plastic tubing is damaged, and it is not possible to insert further into patient vein. This happens without the needle being moved out of the tubing. During use.